Event description:
It was reported the patient had not charged or used his scs system for at least 5 months, but now wanted to use his scs system again. It was reported the patient no longer had stimulation. Follow up identified the patient was trying to find a physician before the next course of action could be determined.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.